Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4).

Event description:
Medical record ad 19 dec 2019 reviewed on 5 january 2020. On (B)(6) 2013: the patient underwent a left total knee arthroplasty. Depuy implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. On (B)(6) 2019: the patient underwent a left knee revision secondary to pain and suspected loosening. Intraoperatively, the surgeon discovered significant synovitis; the femoral component was loose laterally as well as some bone loss due to osteolysis related to the loosening; the tibial component was loose at the cement to implant interface. No intraoperative complications were noted. Pmh: degenerative arthritis, testing prior to the revision revealed mild reactivity to nickel, indicating a nickel allergy. Doi: (B)(6) 2013. Dor: (B)(6) 2019, (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint #: (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.